Manufacturer narrative:
H3: analysis of the product ID 97745 serial# (B)(6), revealed lcd/case broken/damaged and unit was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: unknown); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) reports that on saturday they were charging ins and it said "system error" and then the screen went blank and won't come back on. Pt says they are in a lot of pain because they can't charge the ins. Pt says controller port looks darkened out even when shining light in it. During the call pt took battery pack out and plugged controller into ac power cord and screen came on. They put battery pack back in and screen says memory problem, data has been lost, repeat set up process. Pt will charge up controller and will then try to charge their ins. If they are still having trouble charging ins they will call back to get controller replaced. Pt called back stating the controller was still not taking a charge from the wall. Pt reset and tried plugging the controller in without the battery and nothing was on the screen. Pt tried it 3 times and controller won't come on. Ac power cord looked good. Controller was out of warranty. Transferred to sunmed to replace as part of warranty pilot. Pt then called back stating they spoke with the rep who advised pt to try a new battery pack (bp) first. Reviewed sunmed was ordering both parts. Pt was concerned how long it will take for sunmed to ship replacements. Pt said they needed to charge on sunday and if the ins is not charged the back will kill them. Pt also mentioned they had a brain injury and trying to do it all by themselves. Consulted with sunmed. Emailed repair to get the battery pack while sunmed will work on replacing the controller. Pt called back and said they haven't gotten the battery pack, and are in a lot of pain. Tracked order and told pt it has already been delivered today at 1136am and the picture shows its on the floor in front of little apartment mailboxes. Pt will go down and get it. Patient called back and repeated previously documented information. Patient stated they received replacement bp and attempted to charge their controller, but the controller was showing 50% and displaying finished. Patient was escalated and stated they "hate this remote and want it taken out of my back." Agent warm transferred to sunmed to check the status of replacement controller.  Pt called back to check on the status of the controller replacement. Provided sunmed's phone #. Warm transferred to sunmed.

Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# unknown implanted: explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient. Pt called back stating their controller was not turning on and that they had problems with it since it would not charge. Pt said their stimulator was turned off and was too low; pt clarified that the controller was reading battery empty cannot continue recharge the controller. During call pt verified no damage to the controller battery, controller battery compartment, or to the controller charging port. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turn on. Pt examined the ac cord and noticed itwas kinked. Pt noted they have not had their ins charged in so long and was in so much pain. Agent closed case.